Event description:
Pt presented with pleuritic chest pain and fever 3 days after an uncomplicated enteryx injection of chronic gerd refractory to medical treatment. A CT scan of the chest revealed pneumomediastinum. Pt was hospitalized, kept npo, and started on IV antibiotics. Gastrograffin and barium esophagram were negative for a leak. Pt was managed conservatively without surgery. The pt had improvement of symptoms and was started on a liquid diet on hospital day 4. Follow up CT in 2 weeks revealed significant resolution of the air in the mediastinum.